Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported the device seal on the housing leaked. Another device was used to complete the case. There was no consequence to the patient.